Manufacturer narrative:
Returned device was received enclosure was cracked by drain fitting and water tank cover causing leaks, front cover was cracked and marked, line cord was worn and pole clamp handle was damaged. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "cracked water reservoir. Leaking". No patient involvement.